Event description:
It was reported that the customer needed assistance with programming her new insulin pump as well as training. The customer also experienced high blood glucose levels rangin from 400 mg/dl to 500 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.